Event description:
Device report 4 of 4: reference MFR report: 1627487-2012-00325; reference MFR report: 1627487-2012-00326; reference MFR report: 1627487-2012-00327. It has been reported the pt's entire scs system has been explanted. The reason for the explant is unk at this time. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.